Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction originated from a failure in the smart remote manager lock, which signaled that the device was open while it was actually closed. A field service engineer replaced the wire harness to resolve, as it was suspected that cause of the issue was wire being too short. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge lock was not operational. The customer confirmed that this malfunction resulted in a delay in medication dispensing due to the fridge lock's inability to unlock. There were no adverse events or injuries reported based on this incident.